Event description:
Battery depletion issue was reported, causing a significant drop from 89% to 50% about one month ago. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.